Event description:
On(B)(6) 2022, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2022 , a patient in ireland underwent a procedure for the placement of percutaneous endoscopic jejunal tube. On (B)(6) 2022 it was reported that the patient experienced stomach cramps and a moderate amount of oozing at peg site. On (B)(6) 2022 it was reported by a tcp nurse that per patient, the patient received oral antibiotics for the stoma site.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.